Event description:
Healthcare professional reports lower than expected act results with the hemochron signature elite microcoagulation system. During an unspecified cardiac procedure, hemochron signature elite generated lower than expected act results. Add'l heparin and antithrombin iii was administered, however, the following act results remained lower than expected. At this time, customer performed comparison testing using a second elite instrument as a reference. The initial elite instrument generated act of 314 seconds and the reference elite instrument generated act results >700 seconds. The results generated on the reference elite instrument was consistent with the pt's clinical status and the customer was satisfied with the results. Target time: >480 seconds. No adverse events reported.

Manufacturer narrative:
(B)(4).